Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, the reported single leaflet device attachment (slda) appears to be due to challenging anatomy and the reported leaflet tear therefore due to procedural conditions. The reported difficult to remove was also due to procedural conditions as the clip was stuck on the chords but was able to be freed. The reported difficult leaflet grasping was due to the reported difficult to remove. The reported mitral regurgitation (mr) was a result of the reported slda. The reported tissue injury was due to procedural conditions as a chordal rupture was noted while trying to free the clip stuck in the chords. The reported hospitalization was a result of case specific circumstances as the patient was hospitalized for further treatment. The reported patient effects of mr and chordal rupture are listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds device referenced are filed under separate medwatch report number.

Event description:
This is filed to report tissue damage, recurrent mitral regurgitation, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted annular dilatation with the leaflet coaptation at the level of the annular and almost no coaptation depth and length. There was also a prominent chord present on the anterior leaflet at the grasping area. A triclip steerable guide catheter (sgc) was advanced to the mitral valve for off-label use. Then the first clip (10304r207) was successfully deployed on the a2/p2. The second clip delivery system (cds) was advanced in the ventricle when the clip became stuck on the chords. After some maneuvering, the clip was freed. However, a chordal rupture occurred. The clip was re-positioned to treat the chordal rupture and the clip was successfully deployed. Two clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure. Then the next day on (B)(6) 2021, the first clip (10304r207) became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). A small leaflet tear was noted, increasing mitral regurgitation to grade 4. It was noted that grasping was difficult due to the clip had briefly become entangled in the chords. The clip was freed and deployed. The patient will remain hospitalized to await additional treatment. It was noted that the patient experienced a minor esophageal ulcer as a result of the transesophageal echocardiogram (tee) from the initial procedure; and therefore additional treatment has not yet been performed. The second clip (10304r208) remains stable on both leaflets. No additional information was provided.